Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The generator was returned to isi for failure analysis investigations, and the reported failure was replicated. This unit was installed onto the test system and failed to test. The power led turned red, and the bipolar led did not turn on and could not cut/seal. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a caller reported that the e-100 was not working, the customer called technical support after the issue. Intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to reboot the e-100 and all systems, but the issue reoccurred. The isi tse asked to verify all connections. There was no delay and no issue involved to patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the e-100 didn't¿ work at the beginning of the procedure, and the customer decided to use the erbe vio. The issue occurred during the procedure, with no harm to the patient and no fragment falling into the patient. The procedure was completed with a replacement instrument. In addition, the incident did not result in a procedure delay.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the e-100 to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.